Event description:
It was reported that a cartridge alarm occurred during the load sequence. It was reported that the bg specific value displayed high but was unknown.the customer changed multiple cartridges to take the bolus through the pump to address the bg level.the customer reverted to manual injections for insulin therapy.